Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the mesher comb was bent. The comb was replaced and resolved the reported issue. Review of the previous repair record identified the comb was damaged and replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It has been reported that the tines were bent on the mesher with no impact to patient or operator. No adverse events were reported as a result of this malfunction.